Event description:
Customer reported that pt was having an insufficient fluid removal on phoenix machine. The patient removed 5.6 kg when the target weight loss was 7.4 kg. The calculated machine ultra filtration error was 1.34 kg.